Event description:
It was reported the pt was unable to adjust the stimulation. A power on reset (por) condition was noted and cleared. This action resolved the reported issue.

Manufacturer narrative:
(B)(4).